Event description:
Report was received from the USA stating that the device "was run over by an object and had broken parts". The device was being used in a neuro surgery. There was a delay in surgery, but the exact delay time was unknown. There was no spare device available for use. There were no pt or user injuries reported and medical intervention was not required. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates that this is due to improper handling. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).